Event description:
It was reported when the device was used during an unknown procedure, the staples did not form correctly. Another device was used to complete the case. There was no consequence to the pt.